Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient stated that they fell sometime in 2019 and when they fell, they landed directly on the implant. The patient stated it is ¿so lumpy on the sutures¿ and they could feel the implant and there was discomfort. It was reported that their doctor gave them three months to decide if they wanted to replace it and relocate the ins possibly in their abdomen. The patient later reported on (B)(6) 2020, that they decided they would have surgery because the ins was not working and it was at "skin level" and they could feel it. They noted they had an appointment with their doctor on (B)(6) 2020. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2020-apr-22 reporting that the device no longer worked because they had chronic pain and were now nearly unable to walk. No further complications were reported.